Manufacturer narrative:
Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s1; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle separates npe. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle separates npe. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4 mm (5/32¿) 32 g experienced a cannula that broke off/pulled out after use. The following information was provided by the initial reporter: material no: 320122, batch no: 9268889. Consumer reported, when she removed the pen needle after injection, the complete needle stayed inside the rubber seal. Stated, she cannot remove the needle to continue to use insulin in the future. Date of event: (B)(6) 2020.